Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. There was no visual damage or anomalies observed. The reported hair was not observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 1065 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent am atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and foreign material was found inside the packaging outside of specification. It was reported that while opening the sterile package, the staff found a hair inside the package. The sheath was replaced and the issue resolved. The procedure was continued and completed successfully. No patient consequence was reported. Additional confirmation was received on the event stating the sheath was never used on a patient. They saved most but not all of the packaging. The foreign material (hair) found inside the packaging which was outside of specification was assessed as a reportable issue.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent am atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that while opening the sterile package, the staff found a hair inside the package. The sheath was replaced and the issue resolved. The procedure was continued and completed successfully. No patient consequence was reported. Additional confirmation was received on the event stating the sheath was never used on a patient. They saved most but not all of the packaging. The device was visually inspected and no damage or hair was observed, however, a picture was provided by the customer and it confirmed the condition. Therefore, a manufacture investigation was performed by device manufacturer and it was confirmed that this issue is related to the manufacture process. The process was reviewed and some areas of improvement were identified that could potentially reduce the occurrence of this failure mode. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The particulate (hair) found in the pouch could not directly be linked to a device manufacturer associate or the assembly line. It is reasonable to believe that the improvement areas identified (assembly station location and manufacturing procedure) could be a potential cause. Although this is a low risk item, an internal corrective action has been opened to track implementation of improvement activities identified with the pouching sealing operation and equipment location. Manufacturer's reference number: (B)(4).